Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed due to material build-up on the internal diameter of the winged luer cap causing a roughness and the leak to occur. The root cause investigation is in progress. The baxter (B)(4) manufacturing facility has initiated an immediate action of testing a representative sample of all finished good products to detect any leaks at the distal end luer. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4).additional narrative: per the customer, the sample is available for evaluation; however, the device has not yet been received by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce intermate lv100 device was observed leaking. It is unknown when this was observed. The device was filled with 240ml of 0.9% sodium chloride. There is no report of patient injury or medical intervention. No additional information is available.